Manufacturer narrative:
Concomitant medical products: 5092-52 lead, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced tissue fragments in the left chest pocket tissue, foreign body material, adipose and hyalinized fibroconnective tissue and capsular-like tissues with chronic inflammation, and suture like granulomas. The indwelling objects were removed, the implantable pulse generator (ipg) system was explanted and replaced with a leadless ipg. No further patient complications have been reported as a result of this event.